Manufacturer narrative:
The product has not been returned to the manufacturer. All attempts to obtain additional information have not been successful.

Event description:
There was a non-specific report of csf leakage after implant.